Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, component codes, health effect ¿ impact codes), h10, h11 corrected fields: d5, h6 (investigation findings, investigation conclusions).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit helium tank was reading an incorrect level of helium after replacing a new helium tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) assisted the customer in repairing the iabp unit via telephone with regard to the unit not recognizing the correct helium level after the helium tank was replaced. It was determined that the iabp unit was not properly seated in the cart and showing in rescue mode. After the customer re-seated the unit in the cart, the unit switched to hybrid mode, and properly registered the new helium tank. Additional information has been requested, and we will report accordingly if it becomes available. The full event site name is (B)(6); not returned to manufacturer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit helium tank was reading an incorrect level of helium after replacing a new helium tank. There was no patient involvement, and no adverse event reported.